Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hs iii proximal seal sytem 3.8mm did not load properly. The seal remained inside the loader. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).